Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple battery error alarms including failed battery and power error. Customer also indicated that the pump drains insulin. The customer's blood glucose reading was 73 mg/dl at the time of incident. Troubleshooting advised customer to clean the battery compartment and wait until the notification light stops blinking. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, missing reservoir tube oring, cracked battery tube threads, cracked case at corner of the belt clip rails and faded serial number label. No missing segments partial display noted.